Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('unusual bleeding') in an adult female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (2 pregnancies 2 live births ((B)(6) 2010. (B)(6) 2015).). Previously administered products included for an unreported indication: mirena. Concurrent conditions included depression. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping / extreme cramping"), menometrorrhagia ("irregular and prolonged menses."), menorrhagia ("heavy menstrual"), back pain ("back pain") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menometrorrhagia, menorrhagia, back pain and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage, menometrorrhagia, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: medical records : lot no tuo 1348 and exp date: 04/18 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded; on (B)(6) 2016: postop essure device. Batch no: d01976 ,production date: 2014-08-28, expiration date: 2017-08-31 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2019: quality safety evaluation of ptc . We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('unusual bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and menometrorrhagia ("irregular and prolonged menses."). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and menometrorrhagia outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: fallopian tubes were occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('unusual bleeding') in an adult female patient who had essure (batch no. D01976) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (2 pregnancies 2 live births (B)(6) 2010. (B)(6) 2015).). Previously administered products included for an unreported indication: mirena. Concurrent conditions included depression. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping / extreme cramping"), menometrorrhagia ("irregular and prolonged menses."), menorrhagia ("heavy menstrual"), back pain ("back pain") and menstruation irregular ("irregular menstrual cycles"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menometrorrhagia, menorrhagia, back pain and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage, menometrorrhagia, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: medical records : lot no tuo 1348 and exp date: 04/18. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded; on (B)(6) 2016: postop essure device. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Lot number, lab data and concomitant condition added. Events; heavy menstrual, back pain, irregular menstrual cycles were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (2 pregnancies 2 live births (B)(6) 2010. (B)(6) 2015., menorrhagia and dysmenorrhea. Previously administered products included for an unreported indication: mirena. Concurrent conditions included depression and radiotherapy to gastrointestinal tract. Concomitant products included paracetamol (tylenol). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower ("cramping / extreme cramping"), menorrhagia ("heavy menstrual/heavy menstruation"), back pain ("back pain") and menstruation irregular ("irregular menstrual cycles"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), menometrorrhagia ("irregular and prolonged menses.") And menstrual disorder ("unusual periods"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menometrorrhagia, menorrhagia, back pain, menstruation irregular and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage, menometrorrhagia, menorrhagia, menstrual disorder, menstruation irregular and pelvic pain to be related to essure. The reporter commented: medical records : lot no tuo 1348 and exp date: 04/18 confirmed pou yes( as reported). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded; on (B)(6) 2016: postop essure device. Batch no: d01976, production date: 2014-08-28, expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received : event "unusual periods" added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D01976) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (2 pregnancies 2 live births (B)(6) 2010. (B)(6) 2015).), menorrhagia and dysmenorrhea. Previously administered products included for an unreported indication: mirena. Concurrent conditions included depression and radiotherapy to gastrointestinal tract. Concomitant products included paracetamol (tylenol). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain lower ("cramping / extreme cramping"), menorrhagia ("heavy menstrual/heavy menstruation"), back pain ("back pain") and menstruation irregular ("irregular menstrual cycles"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), menometrorrhagia ("irregular and prolonged menses.") And menstrual disorder ("unusual periods"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menometrorrhagia, menorrhagia, back pain, menstruation irregular and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, back pain, genital haemorrhage, menometrorrhagia, menorrhagia, menstrual disorder, menstruation irregular and pelvic pain to be related to essure. The reporter commented: medical records : lot no tuo 1348 and exp date: 04/18 confirmed pou yes( as reported). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were occluded; on (B)(6) 2016: postop essure device. Batch no: d01976 ,production date: 2014-08-28, expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.